Event description:
The plaintiff's attorney alleged that the decedent experienced a sudden cardiac event on or about (B)(6) 2013 and subsequently expired on that same day, which is alleged to have been caused by the use of the prod.

Manufacturer narrative:
This is one event for the same pt involving two separate products.